Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button is "really hard to press" in order to illuminate the pump screen. Tandem technical support advised the customer of the wake button improvement which caused the wake buttons to feel slightly different; however, the customer stated that he has to press unreasonably hard beyond "slightly" different. There was no patient involvement, as the pump was not being used for insulin therapy at the time of the call.